Event description:
Medtronic insulin pump dumped a total of 30 units at one time causing life threatening hypoglycemia and fall with injuries and emergency room visit then 2 other days pump did save till was replaced by medtronic. FDA safety report ID# (B)(4).